Manufacturer narrative:
Customer complained of an unintended discharge of energy from the elite+ handpiece during a treatment. The device was evaluated and the lamp voltage was found high due to high lamp count. The device history record confirms that the product passed and met all requirements before releasing. Lamps and di filters were replaced and tested without any errors. The energy output was verified to be operating within specification. There was no patient injury related to this event. This event is reportable as an accidental radiation occurrence (aro) due to the device's unintended discharge of energy.

Event description:
The device's handpiece discharged unintended energy during treatment.